Event description:
As reported by the user facility ((B)(4)): due to deviation in the continuous blood pressure logging, the personnel think that the pump made an unexpected, automatic bolus. Pump is currently being used, data read-out not possible, serial number unknown, customer doesn't know which pump on pos.1 is concerned.

Manufacturer narrative:
(B)(4): result of examination: the received samples were subjected to a visual and functional examination. No external damages were detected. The devices showed age-based marks of use and were found slightly contaminated. The history files were read out and analyzed. According to customer information the incident happened on (B)(6) 2015. On this day no bolus was given by any of these devices. Thereupon a long term test was performed. No malfunction was detected. Furthering the devices were dismounted and the inside of the sample was investigated. No damages were found. The pumps operated as intended and the reported failure could not be reproduced. No specific conclusion can be made.

Manufacturer narrative:
(B)(4).